Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation under the lifevest. The patient was given a hydrocortisone cream from his physician. The patient also removed the lifevest to let his skin heal. Follow-up indicated that the irritation was healing.